Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise presented on the ventricular channel. The noise was recorded on stored egms as vf. The device delivered inappropriate hv therapy. The rv pacing lead impedance had dropped to 270 ohms. The lead was removed and replaced.